Event description:
The customer received blood glucose readings of 193 and 87 mg/dl on the contour meter, re-tested on a different meter and the readings were 94 and 208 mg/dl. The differences between the readings fall in the "c" zone of the consensus error grid, making the differences clinically significant. No adverse event was alleged. The test strip information was not provided. Report filed under meter information. New test strips were sent to the customer.